Manufacturer narrative:
The returned product investigation indicated that the catheter is misassembled. This has no affect if the catheter is used as a diagnostic catheter. Biosense webster, inc. Has initiated a recall of five catalog numbers including the catalog number referenced in this MDR. The decision to recall was made prior to receipt of this complaint. Through an investigation of an internal nonconformance, biosense webster became aware that there was a potential that the five catalog numbers could b misassembled. This was the reason for initiating the recall. This catheter has not been shown to be safe and effective for electrical ablation as stated in the information for use (IFU). Testing of off-label use found that a significant amount of heat could be generated in the shaft. The severity of potential injury is based on the off-label use. If used per the device labeling, there is no health consequence.

Event description:
We received a report from the physician of a diagnostic catheter that was not able to perform ablation. During the off label use of the product for the application of rf, the impedance was very high, and the handle heated up. The applied power never went over 40 watts. There was no pt injury.